Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the device overheated during operation and then ceased to function. The event occurred while in patient use at the facility. There was no patient harm or adverse event reported.

Manufacturer narrative:
H6: codes were added. One device was returned for investigation. It was reported that the device overheated during operation and then ceased to function. It confirmed that the battery contact of battery door deformed, the area where the battery door contact was attached had melted. Also, it confirmed that the casing of the aa battery that had been loaded had melted and was charred. As a result of checking the log, it confirmed that there was a record of a battery status was immediately to empty from 100% on (B)(6) 2026. It confirmed external damage; however, it could not confirm the reported issue. Possibility of short circuit due to battery contact deformation. Replace the battery door. Perform all function test and all passed. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.